Event description:
Pt's pacer implanted. Was followed in cardiology's pacer clinic. A problem was found with capture & sensing (no date given for this). Pt admitted to have pacer explanted due to end of life and to check lead. Lead found to have threshold less than 200 joules. Lead was then replaced.